Event description:
Consumer called to report having accuracy problems with their plink meter. Got hi readings and bolused accordingly, continued to get high readings. Adjusted doses again and had to be taken to the ER for treatment (low blood sugar). Believes the meter is not reading accurately.